Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse sent replacement tubing to the site for installation to be replaced upon receipt. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the filter tubing.

Event description:
On (B)(6) 2017, the customer reported that the fitting and peek tubing that went into the output side of the prefilter housing was damaged on their g8 analyzer. The customer denied any leaks at the time. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.